Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2025, wherein the ipg was placed in surgery mode. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting was attempted by field representatives, but the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: corrected d10 - concomitant medical products and therapy dates, scs lead therapy date from (B)(6) 2024 to (B)(6) 2021. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.